Event description:
It was reported by the patient that they may have a 'bad" right atrial (ra) lead and the ra lead exhibited noise. It was also reported that the implantable pulse generator (ipg) exhibited rapid battery depletion. The ipg and ra lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 5024m-58 lead implanted: (B)(6) 1995. If information is provided in the future, a supplemental report will be issued.